Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed. During revision procedure, an insulation abrasion was noted on the rv lead. The lead was explanted. Patient was stable.